Manufacturer narrative:
The maude report states that surgeon does not plan to revise, therefore, the broken fragment is unavailable for evaluation. A DHR review was conducted and confirmed that the device met all manufacturing specifications prior ro shipping from rti surgical. Additional information will be added to this report should it become available at a later date.

Event description:
During a routine maude search conducted by rti surgical, it was identified that an adverse event had taken place and the hospital filed a report with the FDA. The hospital did not notify its distributor of this occurrence, therefore, rti surgical was also not notified. The event description provided in the maude states the following, "a (B)(6) male presented for a CABG x 5 due to outpatient workup demonstrating multivessel. Cad. The procedure was performed successfully and the surgeon began closure of the sternum. Upon implantation of cable into the sternum, a small portion of the sternal cable system broke off into the sternum. An intraoperative x-ray was taken that showed a radiopaque foreign body suggestive of the known fractured needle stuck in the pt's sternum. Upon assessment the surgeon determined that it would be more harmful to attempt to remove the metal than to keep it in place. The sternal edges were then closed using the cables and the wound was closed. The pt tolerated the procedure well and was admitted as per pre-hospital plan. No further issues due to broken item. Pt was able to be discharged home on 04/22 with plans to f/u as an outpatient."